Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's partner reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump was exposed to moisture damage. The customer was assisted with troubleshooting and the display did not return. The customer was advised a replacement would be sent and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Moisture damaged found on motor assembly. Unit was received with cracked battery tube threads, cracked case along side of the battery tube and minor scratched lcd window.